Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that programming assistance was requested for this pacemaker due to farfield signal oversensing. Technical services (ts) reviewed programming options. This pacemaker system remains in service. No adverse patient effects were reported.